Event description:
It was reported that the patient underwent an ipg explant.

Manufacturer narrative:
Patient's weight not available. Date of event not available. Explant date not available. Device not available for analysis. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.